Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar had a broken jaw. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken jaw, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip, causing side to side misalignment of the grips. There was a 0.022 offset at the tips. Additionally, the instrument was found to have a derailed grip cable at the distal end. The yaw motion may be non-intuitive as a result.